Event description:
It was reported that the customer was hospitalized for unexplained high blood glucose levels. The blood glucose reading was 600 mg/dl. The customer complained of fatigue and a headache. The high blood glucose was treated with a 10 unit manual injection. She stated that was wearing the insulin pump at the time of hospitalization and was also told that she may have had a mild heart attack. She was advised to change the entire infusion set, reservoir and insulin. The customer declined to continue with troubleshooting for high blood glucose. She reported that she had been released from the hospital and that she had taken the battery out of the device in order to stop it from alarming. She noted that when she arrived home, all the device settings were gone. She was assisted with programming the insulin pump. The most recent blood glucose reading was 200 mg/dl. She was advised to consult her doctor regarding any changes to the settings programmed into the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-65965.